Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported non-uniform rotational distortion (nurd) poor imaging results and the unintended catheter movement were not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported poor imaging results (nurd) and unintended catheter movement appear to be related to circumstances of the procedure. The returned catheter was able to successfully perform functional testing without error or imaging artifact/anomaly, and there were no damages nor defects noted to the catheter which could be directly attributed to the reported unintended movement. In this case, it is likely that the patient¿s anatomical conditions caused the reported nurd imaging results and unintended catheter movement. The distal end of the guidewire exit notch was noted to have a small tear¿which is consistent with being inserted/removed from the guidewire but is not attributable to the reported event. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed in the 80% stenosed, moderately tortuous, and moderately calcified lesion in the right coronary artery. The dragonfly catheter was able to pullback; however, the catheter jerked and nurd was noted. The procedure was successfully completed with a new dragonfly catheter. There were no adverse patient effects and no clinically significant delay in the procedure. The returned device analysis identified that the guide wire exit notch was torn. No additional information was provided.